Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-03788 / 04241 / 04243).

Event description:
Legal counsel for patient reported that the patient underwent right total hip arthroplasty on (B)(6) 2006 and an initial left total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on the right side on (B)(6) 2015 due to patient allegations of pain. Review of invoice history confirms the modular head and taper adapter were replaced and an active articulation acetabular liner was implanted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain. Operative report further noted corrosion at the taper adapter and stem junction during the revision procedure.